Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g141 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot g141 shows no trends. Trends were reviewed for complaint categories, tubing leak and alarm #58: recirculation pump (#4) error. No trends were detected for each complaint category. A photograph was provided by the customer for evaluation. A review of the customer provided photograph shows a blood leak on the pump deck of the instrument. There is blood seen in the recess of the recirculation pump indicating the source of the leak is the recirculation pump loop tubing. The exact location of the tubing leak could not be determined based off the photograph. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the tubing leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), (B)(6) 02/15/2019.

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated during the photoactivation phase of the procedure the tubing around the recirculation pump leaked. The customer stated they received several alarm #58: recirculation pump (#4) error alarms during the treatment. The customer aborted the treatment without returning blood to the patient. The customer stated the patient was stable. The customer has returned a photograph for investigation.